Event description:
The customer reported to baxter corporate product surveillance one (1) interlink continu flo solution set in which a leak from a hole was detected during patient infusion. There is patient involvement; however, there is no report of patient injury or adverse event. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. A sample has been received and evaluation is anticipated.

Manufacturer narrative:
(B)(4). Evaluation summary:the actual sample was returned for evaluation, spiked into an empty solution bag. A visual inspection was performed and found no defects related to the reported condition. A leak test was performed, by removing the empty solusion bag and connecting an in-house solution bag containing water. The leak test found that the sample did leak from the check valve. However, the cause of the leak could not be determined.